Event description:
The patient said they were feeling weak and sick and patient used the suspect device to check blood glucose and obtained a result of 322 mg/dl. Patient was going to give themselves insulin, but was too weak to do so. Patient almost passed out and then patient went to the hospital. At the hospital patient's glucose was 34 mg/dl. Patient was treated for hypoglycemia. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.